Manufacturer narrative:
The customer declined any repairs at this time.

Event description:
It was reported by service report that the siderail was missing the access door. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the siderail was missing the access door. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.